Event description:
It was reported that the ventricular lead pace/sense impedance had gradually increased over time. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event. It was later reported that the lead had a spike in impedance and was fractured. The lead was removed and replaced.

Event description:
It was reported that the ventricular lead pace/sense impedance had gradually increased over time. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing high resistance/impedance, 1 - patient alert for out of tolerance subthreshold lead impedance (B)(6) 2011 02:15:03. The weekly pacing impedance trend data showed a gradual increase for min and max rv pace= 552 to 1008 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The analyst noted that it cannot be determined at this time how the blood entered the svc leg. Performance data collected from the device was analyzed revealing high resistance/impedance, 1 - patient alert for out of tolerance subthreshold lead impedance (B)(6) 2011 02:15:03. The weekly pacing impedance trend data showed a gradual increase for min and max rv pace= 552 to 1008 ohms peak between (B)(6) 2010 and (B)(6) 2011.